Manufacturer narrative:
The insulin pump passed the functional testing, including the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery alarm test. No excessive no delivery alarm was noted. All operating currents were within specification. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked belt clip slot. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 410 mg/dl. The customer treated with manual injection. Insulin did not exit with a manual push. The customer rewound the insulin pump, reinserted the reservoir and ran a manual prime and the insulin pump did not alarm. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.